Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. Detailed trace analysis shows that pump alarmed low battery and then power error alarm was triggered when backup battery loaded voltage (loaded v lith) was less than 3.5v for 4 consecutive hours due to connector resistance at j6/pcb 1. The loaded voltage (loaded v lith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was received with scratched case, case cracked behind the pump near the battery compartment, end cap address label fading, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert and damage on the insulin pump. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.